Event description:
Ous MDR - after an implantation time of 21 days, it was reported that the lead was dislodged. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, the lead properties were thoroughly tested. The lead was examined visually, mechanically, and electrically. The analysis showed explantation damage, i.e., the insulation was damaged by cuts, and the outer conductor helix showed a deformation at that site. There were no deviations from the technical specifications that could be related to the clinical observation. In particular, the study of the screw mechanism did not reveal any deviations from the technical specifications. There were no indications of material defects or manufacturing errors.